Manufacturer narrative:
Additional narrative: exact weight reported as (B)(6). Additional product code: fsm. A product development evaluation was completed: the 03.010.065 lot number 9096660 8.0mm/4.2mm drill sleeve was received in very good condition with almost no visible wear. The device was manufactured in august 2014 and is less than a year old. Per the technique guide, the 03.010.065 8.0mm/4.2mm drill sleeve is an instrument routinely used in the suprapatellar instrumentation for titanium cannulated tibial nails. The device was returned and reported to have contributed to a misalignment preventing the 03.010.061 4.2mm three-fluted drill bit, quick coupling, 330mm, 100mm calibration from passing through the proximal screw hole in the tibial nail. This condition is unconfirmed; when tested with all the returned parts the drill sleeve assembled and functioned adequately. It is likely that soft tissue obstructed the path of the drill bit and caused the drill bit to miss the locking hole. The relevant drawing number was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. It is likely that soft tissue obstructed the path of the drill bit during surgery leading to this unconfirmed complaint; however, this complaint is not a result of any design related deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a drill bit would not pass through a nail when drilling for a proximal screw during a suprapatellar tibial nailing procedure. All connections were checked and verified tight. The surgeon had to manipulate the guide and push up on the drill bit and guide in order for the bit to pass through the nail. There was a 15 minute surgical delay. The screw went in successfully and the procedure was completed without harm to the patient. This report is 6 of 6 for com-(B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.